Manufacturer narrative:
(B)(4). The event is confirmed. Visual examination of the returned product identified signs of attempted implantation as the locking bar is damaged and a condyle is compressed. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during final testing of the final bearing implant, the surgeon determined that the knee was unstable, however, the knee felt stable during trialing. The surgeon removed the final bearing and noticed that the posterior lip had damaged that appeared to be melting or disfigured. The surgeon used a new bearing to complete the surgery ensuring knee stability. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.